Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation and a functional test were performed, the implant had signs of use with markings from removal. The implant engaged and disengaged with the returned abutments. Measurements match drawing. The implant met specifications. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction did not occur. No damage to the implant was identified. The implant met specifications. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the doctor opened and prepared this implant however, even before use, the encodes did not fit well and it felt tight, so the implant was not used. The size of the hex of this implant is questionable.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: eha444, bellatek encode healing abutment 4.1mm(d) x 4.1mm(p) x 4mm(h) d10: eha446, bellatek encode healing abutment 4.1mm(d) x 4.1mm(p) x 6mm(h). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.